Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms, high pacing threshold measurements, and pacing inhibition. Additional information obtained from the field representative confirmed that the lead was visibly fractured. The lead was also tested on a pacing system analyzer (psa) and the out of range measurement was also observed. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.